Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2012. A revision procedure has been indicated due to dislocation; however, no revision has been reported to date.